Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information: the staple line was incomplete.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of device. Visual inspection of the instrument noted no abnormalities. The sulu was partially applied and engaged in interlock. Microscopic inspection revealed damage to the knife blade. Functional testing included resetting the sulu. The sulu and instrument were applied to test media with acceptable results. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the reported condition may occur if the firing stroke is not complete and the firing knob is not fully retracted after firing or if the instrument is applied against an excessive amount of tissue during the clinical application. If the firing knob is not fully retracted, difficulty in unloading the loading unit may be experienced, and may prevent further loading from occurring. The IFU states that to remove the sulu, separate the instrument halves. Holding the cartridge-half of the instrument, grasp the proximal end of the sulu tabs and pull up and out to remove the sulu from the instrument. To place a new sulu into the instrument, hold the sulu by the proximal end tabs and insert into the cartridge fork at a 30 to 45 degree angle from the distal end down until the unit snaps into place. Remove shipping wedge after sulu is fully loaded. Sulu will ¿float¿ up and down in final loaded position. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. No relationship between the device and the reported incident was confirmed. However, the investigation detected a secondary condition of obstruction that has no relationship to the reported incident. Replication of this condition may occur if the loading unit and knife blade was applied over an obstruction or thick tissue during clinical application. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during a esophagectomy procedure, the surgeon started the second firing to the tissue but felt something strange and stopped the firing on the halfway. The sales rep checked the cartridge in question and noted the proximal 12 staples in the staple pocket were pushed up. The procedure was completed with another device. The status of the patient: no problem.